Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump had intermittent button/keypad response due to moisture damage on keypad trace. No button ramping anomaly noted during testing.

Event description:
The customer reported via phone call that the bolus was working intermittently. The customer stated that the bolus would not work at times. The customer's blood glucose was 137 mg/dl at the time of incident. The customer was able to deliver bolus at the time of call. The customer stated that numbers ramped up during troubleshooting. The insulin pump was returned for analysis.